Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital for follow-up, several non-sustained rv oversensing episodes were observed. Myopotential oversensing was suspected. Programming changes were made. There were no complications for the patient.